Event description:
The customer called to report a frozen display and unresponsive buttons. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to test for the frozen screen due to the button/keypad anomaly.